Event description:
About a year after cochlear device implantation, this pt receives no benefit from their implant. The only way that clinicians can cilicit any response is to set the device at very high current levels. Although the implant has passed all tests to confirm proper function. It has been decided that the pt should be reimplanted with a new device. The explantation/reimplantation surgery date has not yet been scheduled.